Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4). The dentist reported that 1 month and 23 days after the dental implant was installed in intraoral region 11#, its non- osseointegration was observed. Moreover, the patient presented bone type iii and immediate implant was performed.